Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coital bleeding ("me too (issue bleeding during sex)"), dysmenorrhoea ("me too (bad periods and terrible cramps)") and genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, coital bleeding, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered coital bleeding, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: coital bleeding and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Events: pain added. Action taken with drug updated. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.